Manufacturer narrative:
The customer reported that the input unit is not reading an accurate blood pressure. He used different cuffs and hoses but the issue persisted. He would like the unit to be repaired. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the input unit is not reading an accurate blood pressure.

Event description:
The customer reported that the input unit is not reading an accurate blood pressure.

Manufacturer narrative:
H10: additional narrative: the customer reported that their unit ay-631p-qm; sn:(B)(4) is not reading accurate blood pressures. Service requested: the unit was sent in for evaluation/repair service provided: the unit ay-631p/sn(B)(4) was cleaned and evaluated. The problem, "not reading an accurate blood pressure. "Was confirmed and evaluation found "air leak" message displayed on the unit. Investigation result: the unit was not reading accurate blood pressure. The unit was returned, and evaluation confirmed the reported issue. The cause of the issue was due to failure of the nibp unit for ay-671. The issue was resolved by replacing the malfunctioning part. A review of service history found no other complaint associated with this device. The nibp unit was replaced by the repair technician. When the nibpunit (sg-671p) gets replaced, it indicates that the failure can be the nibp pump failure, in addition to the solenoid valve and mpu board failure. The reason of the nibp pump failure was investigated by nkc under irc-nka300083020. Per irc, the cause of pump failure was determined to be cracked diaphragm due to negative pressure at the diaphragm. This is in turn caused by the intake port blockage preventing normal pump operation. The blockage could be of any trigger such as dirt accumulation at the valve. The possible reason for the solenoid valve failure is the plunger does not close sometimes, and the high inrush current continues, so the coil gets overheated and burns out that might also affect the multi parameter unit board (mpu board). The ay-631p-qm unit is used with bsm 6000 and the bsm 6000 service manual provides troubleshooting for the nibp air leak and advises customer on proper action to take. A DHR for ay-631p-qm; sn:(B)(4) has been attached with this notification. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The root cause of the issue could not be determined. The device was returned to customer on 8/30/2018 and no complaint subsequent to the return of the defective device has been reported. Corrected information: d1. Brand name. Incorrect brand name selected. D4. Model number. Incorrect model number selected. Catalog number. Incorrect model number selected. Unique identifier (UDI) number. Incorrect UDI number selected. F9. Approxiamte age of device. Incorrect age listed. No model/serial provided, unable to know age of device g4. Date received by manufacturer: should be 05/09/2018 not 06/08/2018 as listed on MDR initial report g5. PMA/510(k) number. Incorrect 510k number listed h4. Device manufacturer date. No model/serial provided. Unable to determine device manufacturer date additional information: b4. Date of this report d10. Device available for evaluation? D11 & c2. Concomitant medical products f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information correction device evaluation h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative d10. Device available for evaluation? The following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 d1. Brand name d4. Model number catalog number serial unique identifier (UDI) number f9. Approximate age of device. No model/serial provided so age of device is not known g5. PMA/510(k) number. No model provided so 510k is not known h4. Device manufacturer date. No model/serial provided. Unable to determine device manufacturer date d11 & c2. Concomitant medical products. Input unit was used in conjunction with the bsm. Model ay-631p-qm serial # : (B)(4) unique identifier (UDI) number: (B)(4) manufacturer date: 07/13/2015 age of device: 33 months.